Event description:
The facility reported an infusion pump failure code 810:00. The reporting facility's biomed stated the pump was not involved in pt injury this time or since the last service event by baxter. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use but no additional info was available. Additional contact info was requested but no additional contact was identified.